Event description:
Customer reported her insulin pump was exposed to moisture. Customer's blood glucose was 300 mg/dl. She stated the fluid exposure was insulin. She could see dried liquid in the reservoir compartment. The customer also stated the insulin pump was broken where the insulin goes in. Customer could not recall how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.